Event description:
It was reported that the customer was receiving no delivery alarms and motor error alarms while bolusing. The customer's blood glucose was 146 mg/dl. The customer stated that the alarms occurred after he entered blood glucose and carbohydrates into the insulin pump. Troubleshooting was done. The customer stated that the reservoir compartment had chipped off after he dropped the insulin pump. The customer stated that they were able to rewind the insulin pump. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Unit received with blank display due to corroded battery tube and battery cap contact. Unable to confirm motor error alarms or excessive no delivery alarms due to blank display. The motor was tested outside the device and passed. Unit received with cracked case at display window corners and battery tube threads. Unit received with minor scratched lcd window. Unit received with broken reservoir tube lip. Unit received with missing reservoir tube lip o-ring.